Event description:
It was reported that hydromorphone 0.2mg/ml was infusing at continuous rate of 0.3mg/hr. Patient was becoming increasingly more hypotensive, clinician increased patient's vasopressors and gave fluid bolus as order in an attempt to bring up blood pressure. Clinician then noticed the syringe of hydromorphone had less volume than expected. The infusion was stopped, pump was removed. No additional harm to the patient.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex b code.

Event description:
It was reported that hydromorphone 0.2mg/ml was infusing at continuous rate of 0.3mg/hr. Patient was becoming increasingly more hypotensive, clinician increased patient's vasopressors and gave fluid bolus as order in an attempt to bring up blood pressure. Clinician then noticed the syringe of hydromorphone had less volume than expected. The infusion was stopped, pump was removed. No additional harm to the patient.